Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st (device #1) used to treat the patient. The information provided alleges the patient underwent an additional surgery on (B)(6) 2017 to repair the hernia defect, remove the bard/davol ventralex st (device #1), and implant a bard/davol ventralex st (device #2). It is unclear at this time if the hernia defect repaired post implant of the bard/davol ventralex st (device #1) mesh was a recurrence of the original hernia defect or a new hernia defect; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and to remove the bard/davol ventralex st (device #1). An unspecified bard/davol ventralex st (device #2) was implanted. The patient is making a claim for an adverse patient outcome against the ventralex st (device #1 and device #2). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿